Manufacturer narrative:
Additional information received march 18, 2015: the physician snared the piece of the device the next day. The thrombus was mostly cleared out.

Event description:
A 6f sheath was used in the procedure and 10mg of tpa was used as usual. There was no issue during the procedure except that the physician experienced a longer deflation of the distal balloon. However, when the physician went to remove the sheath from the patient the next day he noticed part of the baloon was in the sheath.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.additional information has been requested. Should it become available a supplemental report will be submitted.